Manufacturer narrative:
Initial report sent: 12/20/2007.

Event description:
Procedure type: lap gastric bypass. According to the reporter: the tube pulled away from the orvil and detached in the patients proximal esophagus. Egd (esophagogastroduodenoscopy) was performed and retrieved anvil while patient still in or. Repeat egd done pod (post-operative day). Surgery time was extended in hour and a half. No patient injury was reported.